Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right posterior descending artery. During preparation, a 3.5 x 12 mm nc trek balloon catheter met resistance with the protective sheath when the protective sheath was being removed from the balloon. However, the nc trek balloon was used in the procedure which was completed successfully. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.